Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing from the sensor after the sensor was removed from the body. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Inspected two opened/used enlite sensors and found one of two sensors retracted inside sensor base. We were unable to confirm customer received sensor damaged due to customer returning it opened/used. Found both with no broken or missing parts were observed during analysis.